Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient underwent revision surgery to address eight migrated mantis redux blockers. This report captures the first of eight blockers.

Manufacturer narrative:
Corrected data: b5, d1, d4, g4.

Event description:
It was reported that a patient underwent revision surgery to address eight migrated xia blockers. This report captures the first of eight blockers.